Event description:
It was reported that the customer had ketones in the 80's and high blood glucose of 329 mg/dl. It was stated that the customer will treat with a pen per doctor's order. It was stated that the time and date on the insulin pump were incorrect at time of her breakfast. Assisted the caller with setting the time and date correctly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.